Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an unknown error message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011, at an unspecified time. The patient was unable to perform a blood glucose test on the subject meter due to an unknown error message. The customer care advocate (cca) noted that the patient manages her diabetes with oral medications (unknown type and dose). It is unknown if the patient made any changes in regards to her diabetes management routine in response to the alleged issue. At an unspecified time, the patient reported developing symptoms of "shaking" after the alleged issue began. The patient reportedly treated herself with food and drink. The patient denied using another device to check her blood glucose. At the time of troubleshooting, the cca noted that the meter was not being used for the first time, but was not able to determine which specific error message the customer received. The issue remained unresolved at the time of the call and replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.